Event description:
It was reported that on (B)(6) 2015 post-op, patient underwent c4-5, c5-6 hardware removal. The inferior right c6 body screw fractured with removal. Half of the c6 body screw came out.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.